Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) revered to safety mode operation. Technical services (ts) recommended emergent device replacement, but at this time, there is no evidence to suggests that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) revered to safety mode operation. Technical services (ts) recommended emergent device replacement, but at this time, there is no evidence to suggests that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.